Event description:
It was reported that the superior vena cava coil of the right ventricular lead had high impedance. There have also been 14,651 short interval counts since last year. There has also been noise on the electrograms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted (B)(6) 2008. (B)(4).